Event description:
Pt was treated at hos for hyperglycemia. Physician stated pt had a virus.

Event description:
Pt was treated at hosp for hyperglycemia. Pump not being returned for evaluation. Physician stated pt had a virus.